Event description:
The customer reported that the system intermittently shut down. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The ups needs to be replaced. The customer will have a third party repair the system. The customer canceled the service call.